Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 problem code.

Manufacturer narrative:
A2: age reported is 79 years old. Unknown if this is the current age or age at time of event. D6a: initial procedure - date: 2012. D6b: revision procedure performed - date: 2019-2021. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that patient had an initial shoulder procedure in 2012 and a revision surgery performed with unknown date, but between 2019-2021. Party stated that their family member experienced an infection after their shoulder implant surgery. Information provided indicates the patient was revised approximately 7 to 9 years after the initial surgery. No further information available.